Manufacturer narrative:
Per tandem user guide: the infusion set should be changed every 48-72 hours, per guidance from the customer's healthcare provider. Additionally, change your cartridge every 48¿72 hours as recommended by your healthcare provider. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported occlusion alarms occurred. Customer reported using supplies for longer than 2-3 days. Tandem technical support informed customer that this is off label per the user guide. Customer reportedly changed supplies to address occlusion alarms, and resumed insulin delivery. Customer reported blood glucose level ranged from 300-400 mg/dl.